Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit has a blank display¿. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse and a possibly defective component. A review of the device history record by (B)(4) on 2017-nov-07 shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the unit has a blank display and the pump is alarming but they cannot see which alarm. No patient involvement

Manufacturer narrative:
Based on additional information received on (B)(6) 2017 from medtronic technical service, the unit was physically damaged. The lcd screen was broken. Pump was scrapped due to an illegible serial #. Since physical damage was determined, the reportability decision was reassessed and this event is no longer reportable. No additional investigation results will be sent.

Event description:
The customer reports the unit has a blank display and the pump is alarming but they cannot see which alarm. No patient involvement